Event description:
It was reported that during an atherectomy/ptca treatment procedure, the quantum maverick monorail 20/3.0 mm balloon ruptured at 10 atms on the fourth inflation. The number of atms reached on the first three inflations are unk. The pt was asymptomatic during this event. The lesion being treated was a calcified, 95% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, then a universal guidewire and a medtronic launcher guide catheter to cross the lesion. He then performed rotablation therapy, followed by ptca treatment with the quantum maverick monorail balloon. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.